Event description:
A maze procedure was conducted on a pt on may 1st, no problem occurred during the clinical procedure. The physician performed the customary lesions in the right atrium in the usual fashion. He mentioned that the pt had "paper thin" right atrium. The procedure ended with no issue. Approx 3 to 4 months after the procedure, the pt returned to the hosp with symptoms relating to a tamponade. The physician did a medical intervention and he discovered that the tamponade occurred at the same site as the right atrium cryolesion. The intervention was successful and the pt was doing well.

Manufacturer narrative:
The original maze procedure was performed on 5/1/06 and no issues with the device nor the pt health were mentioned at the time. Cryocath only became aware of the event 3 to 4 weeks from the original procedure. The reported event was noticed 3-4 weeks after the maze procedure and the probe used during the clinical case was already discarded by the hosp. A follow-up will be provided if any change occurred on the pt health status.